Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The lot # provided by the customer was invalid. Therefore, the lot # was not captured.

Event description:
The customer reported that she obtained a blood glucose reading of 248 mg/dl at 8:30 p.m. On the contour next link meter. The customer received long acting insulin from her insulin pump based on this reading and started experiencing symptoms such as headache, dizziness and blurred vision. The customer stated that she became unconscious. The customer had not sought medical attention. No further event details were provided. The customer declined to return the device for evaluation. Therefore, the device is not expected to be returned. A replacement meter kit was sent to the customer.